Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated the past week (200s-300s mg/dl). Elevated bgs were treated by administering a bolus using the pump. Customer believes that bg levels are due to tension and migraines. Bg levels are currently back to target.